Event description:
The hub became detached from the body of the sheath. After the difficulty occurred, another flexor ansel guiding sheath was used to complete the procedure. No harm to patient reported.

Manufacturer narrative:
Fitting separations are not specifically labeled in the IFU. No product was provided to assist in this investigation. Accurate device identification was not provided; however, applicable quality control specifications assure to 100% inspect flexor check-flo introducers for secure attachment of the sheath in the cap. Furthermore, instructions for use (IFU) informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Although no device was returned, the complaint was confirmed based on customer testimony. While this complaint is relevant to the scope of CAPA for proximal fitting separation from sheaths, this CAPA was issued at management discretion prior to the receipt of this complaint. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events. Preventive action was initiated for proximal fitting separation from sheaths, at management discretion prior to the receipt of this complaint. In addition, interim corrective action was implemented on (B)(4) 2010 via change request for the use of torque limiting devices for the attachment of proximal fittings on flexor sheaths 8.5 and smaller. Although no lot number was provided, the device will be considered to have been processed after the noted change as worst-case scenario for occurrence.